Event description:
Pt was hospitalized, in 2005, with a diagnosis of diabetic ketoacidosis. Pt had been previously admitting for bowel ingress and colon issues, and continued to suffer stomach spasms and pain, following release. Upon current admittance, pt's blood glucose measured 684 mg/dl. Pt was treated with an insulin vi, protonix and dicyclomine. Prior to hosptialization, pt had been severely dehydrated, due to vomiting. At the time of the report, pt was still hospitalized.